Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds over the past nine months. When output was increased there was intermittent failure to capture at some settings. The lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead also exhibited high thresholds. The lead was capped and replaced.